Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure; it was stuck and would not open or close completely. The customer stated that the nurses were unable to take the medications from that drawer. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that drawer 4.2 was not detecting the closed position. The latch sensor was replaced, but the issue persisted. The latch block was adjusted, yet the drawer still failed to detect the open position. The latch spring was then replaced, which resolved the issue. Functionality was tested in diagnostics and verified by the customer, with all tests passing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure; it was stuck and would not open or close completely. The customer stated that the nurses were unable to take the medications from that drawer. However, there were no delay or adverse events or injuries reported based on this event.